Event description:
Information was received indicating that a smiths medical medfusion pump had a bad mother printed circuit board (pcb) and cracked case. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on the lower left front corner, the right plunger case and the bottom case were cracked, and the battery was not sent with the pump. Unable to go into the pump history (biomed menu) or download the event history log (ehl) due to broken cable on interconnect printed circuit board (pcb). Broken and missing cable connector on interconnect pcb. The root cause of the issue was a result of the customer's physical damage to the device. Replaced interconnect pbc, top case, bottom case, and right plunger case., corrected data: d1.